Manufacturer narrative:
According to the affiliate, procedural films will be sent for review. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, during traction of a 14x80mm smart control stent without resistance, separation of the handle and the other sheath, with the inner sheath occurred. No piece of the stent or sds remained in the patient. The consequences were the stent wasn¿t deployed at the "good place." They needed to add a new one. There wasn¿t a re-intervention for this issue. The patient did not exhibit any signs or symptoms of an adverse event. No intervention or treatment was provided to the patient. ¿fixed point removal to remove the inner sleeve, pull down the introducer with the stent and guide always in place, completion of delivery by removing the introducer straddling right atrium and inferior vena cava, with upward extension another 14x80. Finalization of delivery by removing the introducer straddling right atrium and inferior vena cava extension up with another 14x80. Notice: cava stent in superior vena cava , compressive lymphadenopathy syndrome with invasion of the right atrium. Incision : right femoral intro 7f 65 cm arrow , crossing stenosis : ok , change guide for a rosen , positioning the stent flush with the headset ( eccentric stenosis ) ,beginning of stent deployment , 2/3 of the deployment the wheel blocked, not supported in the vena cava, traction system down to hang in stenosis, stent in part into introducer. Medication was provided. Indication of palliative care. No immediate consequence for the patient. The procedure was an angioplasty. The product was stored, inspected, handled, and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. An ipsilateral approach was used during delivery of the sds. The intended procedure was vena cava compression (¿no stenosis, but external compression¿).

Manufacturer narrative:
Review of lot 15936085 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Films were received on 5/30/2014. Clinical review of the procedural films provided is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Film review findings were received are as follows: history: this complaint involves a patient undergoing stenting of the superior vena cava for treatment of svc syndrome secondary to compressive lymphadenopathy. As per clinical report, during deployment of the 14x80 mm smart control stent separation of the inner sheath and outer sheath/handle occurred. This resulted in deployment of the stent in a non-target area. A second stent was then placed. Observation: a single cd containing multiple cine files is submitted for review. Initial images show access in the right common femoral vein and wide patency of the ivc. Images then show successful wire traversal of the compressed svc and a long sheath has been advanced cephalad to the segment of external compression. Contrast injection shows filling of a markedly dilated hemiazygous vein indicating significant svc obstruction. Images then show retraction of the sheath to the midpoint of the svc obstruction. Contrast injection demonstrates severe luminal narrowing. The next cine file shows deployment of the stent in the right atrium with extension into the ivc. This is not in the intended target area. Final cine images show placement of a second stent, superior and in tandem to the first. This bridges the right atrium and extends into the svc to a point above the level of obstruction. Conclusion: this case involves a smart control stent that apparently had the inner cannula separate from the handle during deployment. This resulted in malplacement of the stent requiring the placement of another stent. The clinical information provided is difficult to understand; likely secondary to a language barrier. Apparently after deploying 2/3 of the stent the ¿wheel blocked¿ and somehow the inner and outer sheaths became dissociated. The operator then saw the stent being deployed in a lower than expected location so the operator applied traction to the sds pulling it into the right atrium. The operator then manually completed the stent deployment anchoring it in the upper ivc. A second stent was placed to extend into the svc and across the obstruction. It is not entirely clear what happened in this case. One possible scenario is that during stent deployment the physician applied significant forward force in order to ensure coverage of the target segment and prevent right atrial deployment. If the deployment wheel was turned faster than the stent had time to expand while forward force was being applied separation could have occurred. It is important to make sure you are getting ¿1 to 1¿ response when using the wheel to deploy a smart stent. If this is not seen then the operator must take great care and find out why this is not occurring. In my opinion, technical and procedural factors are the most likely etiology of this event. I have no evidence to support product defect. I can review further if the sds is available for inspection. I have almost always approached these cases from the arm using a basilic vein approach. I advance the sds across the obstruction, watch the stent ¿flower¿ open, then I apply gentle retraction during the remainder of the stent deployment. This allows for accurate placement of the stent and prevents ¿watermelon seeding¿ of the stent into the right atrium. The treating physician correctly placed traction on the stent and deployed it into the ivc. A right atrial free floating stent would have been a very adverse event. Bridging another stent into the svc was the only option left and it appears to have resolved the svc syndrome. Anticoagulation should be strongly considered as the right atrial component of these stents will certainly become a nidus for thrombus in this hypercoagulable oncology patient. Complaint conclusion: this complaint involves a patient undergoing stenting of the superior vena cava for treatment of svc syndrome secondary to compressive lymphadenopathy. As per clinical report, during deployment of the 14x80 mm smart control stent separation of the inner sheath and outer sheath/handle occurred. This resulted in deployment of the stent in a non-target area. A second stent was then placed. Observation: a single cd containing multiple cine files is submitted for review. Initial images show access in the right common femoral vein and wide patency of the ivc. Images then show successful wire traversal of the compressed svc and a long sheath has been advanced cephalad to the segment of external compression. Contrast injection shows filling of a markedly dilated hemiazygous vein indicating significant svc obstruction. Images then show retraction of the sheath to the midpoint of the svc obstruction. Contrast injection demonstrates severe luminal narrowing. The next cine file shows deployment of the stent in the right atrium with extension into the ivc. This is not in the intended target area. Final cine images show placement of a second stent, superior and in tandem to the first. This bridges the right atrium and extends into the svc to a point above the level of obstruction. One non-sterile smart 7fr (80cm) stent 14x80mm was received coiled inside a plastic bag. The inner shaft (wire lumen and distal tip) was received separated from the unit at the luer hub section. Unit was deployed. Locking pin and stent were not received. One unknown catheter sheath introducer was received. The ID and od were measured and they were found acceptable. Functional analysis and usable length were not performed due to the guide wire lumen was received separated a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The unit was sent to review the potential cause of the separation. Sem results showed that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The unit was sent to ftir to confirm or discard if there is evidence of adhesive residues. Ftir results showed that the identification of the material was based on peak assignments and reference comparison. Based on the data obtained, it is suggested that both: the hub and the inner shaft (guide wire lumen) have residue of adhesive part number: 9s10511 due to that the behavior of the spectrum obtained from the samples and the adhesive coincides in many peaks suggesting the presence of it. The failure "sds - deployment difficulty-inaccurate placement" reported by the customer could not be confirmed; the ¿guidewire lumen/separated¿ was confirmed. The exact cause of the deployment difficulty may be related to separation of the guidewire lumen. The exact cause of the separation does not appear to be manufacturing related since there was evidence of adhesive residues (in the hub and guide wire lumen) and elongation during sem analysis. Process controls are in place to detect this kind of defect (separated). Neither the DHR review nor the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Conclusion: this case involves a smart control stent that apparently had the inner cannula separate from the handle during deployment. This resulted in malplacement of the stent requiring the placement of another stent. The clinical information provided is difficult to understand; likely secondary to a language barrier. Apparently after deploying 2/3 of the stent the ¿wheel blocked¿ and somehow the inner and outer sheaths became dissociated. The operator then saw the stent being deployed in a lower than expected location so the operator applied traction to the sds pulling it into the right atrium. The operator then manually completed the stent deployment anchoring it in the upper ivc. A second stent was placed to extend into the svc and across the obstruction. It is not entirely clear what happened in this case. One possible scenario is that during stent deployment the physician applied significant forward force in order to ensure coverage of the target segment and prevent right atrial deployment. If the deployment wheel was turned faster than the stent had time to expand while forward force was being applied separation could have occurred. It is important to make sure you are getting ¿1 to 1¿ response when using the wheel to deploy a smart stent. If this is not seen then the operator must take great care and find out why this is not occurring. In my opinion, technical and procedural factors are the most likely etiology of this event. I have no evidence to support product defect. I can review further if the sds is available for inspection. I have almost always approached these cases from the arm using a basilic vein approach. I advance the sds across the obstruction, watch the stent ¿flower¿ open, then I apply gentle retraction during the remainder of the stent deployment. This allows for accurate placement of the stent and prevents ¿watermelon seeding¿ of the stent into the right atrium. The treating physician correctly placed traction on the stent and deployed it into the ivc. A right atrial free floating stent would have been a very adverse event. Bridging another stent into the svc was the only option left and it appears to have resolved the svc syndrome. Anticoagulation should be strongly considered as the right atrial component of these stents will certainly become a nidus for thrombus in this hypercoagulable oncology patient.

Manufacturer narrative:
The lesion was not calcified. There was no difficulty encountered while advancing/tracking the sds towards the lesion or crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. No unusual force was used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. A 10x6 unknown balloon was used for post-dilatation. There was no thrombus noted post deployment. The stopcock was not connected to the y-connector of the tuohy borst valve. There was no difficulty flushing the stopcock or the sds. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. "Stenting of the vena cava is a palliative care in the indication of vena cava syndrome." This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.